Event description:
It was reported that the patient presented in clinic and it was determined the patient¿s right atrial lead was exhibiting a high pacing threshold. As the right atrial lead was still sensing appropriately, the physician opted to continue to monitor the patient. The patient was stable before, during and after the event.